Event description:
It is reported that the patient was revised due to aseptic failure of right total knee arthroplasty secondary to instability.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique compatibility of the components was verified with no issues noted. Product history search found no other complaints against the reported part and lot combinations. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any consumer deviations or anomalies it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to a problem.

Manufacturer narrative:
This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. Primary operative notes indicate neutral alignment and equal flexion-extension gaps with trial components. Operative notes from the revision surgery indicate significant instability of the knee in both flexion and extension and that the knee would hyperextend 10 degrees. Per the nexgen cr, ps, cra, lps and lcck knee package insert, instability is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.